Manufacturer narrative:
Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device noted the device was returned with the handle in the open position and basket formation was in the closed position. The support sheath and basket sheath were detached. The basket sheath is scraped 1 cm from the distal tip and extends to 62 cm from distal tip. The device appeared used. Functional testing determined the handle does not actuate the basket formation. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. A review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. The returned device was found to be nonfunctional due to sheath damage. The blue support sheath and basket sheath were detached. The sheath damage prevented the basket from functioning when the handle was actuated. It was also observed that the sheath was scrapped along almost its entire length, with the sheath having its outer coating peeled. Although the event information stated the issue occurred before use, the device appeared to be used. It appears most likely the device was damaged during use, but there is not enough information available to confirm the cause of the issue. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Occupation: urology coordinator. PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported during a ureteroscopy using a nforce nitinol helical stone extractor, prior to patient contact, the extractor was tested and would not open or close. This device was not used. The procedure was completed using a competitors' device. The patient did not experience any adverse effects as a result of this alleged product malfunction. The patient did not require any additional procedure as a result of this occurrence.